Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: (B)(6) had a pcu8015 sn (B)(4) did not connect to server. Even after network configuration was successfully uploaded. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I asked (B)(6) to find a working pcu8015 so we can export a network profile from it and transfer to nonworking pcu. (B)(6) will get a working pcu and call me back and refer to this case number.

Event description:
Case #: (B)(4). Case subject: npi 8015 did not connect to server account name: (B)(6) hospital. Contact mobile: patient or user involvement: no patient or user harm: no case description: (B)(6) had a pcu8015 sn (B)(6) did not connect to server. Even after network configuration was successfully uploaded. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I asked (B)(6) to find a working pcu8015 so we can export a network profile from it and transfer to nonworking pcu. (B)(6) will get a working pcu and call me back and refer to this case number.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.